Event description:
It was reported that the patient didn't think the stimulation was working. Regarding when the event occurred, it was noted that the patient knew two weeks ago for sure, but believed the symptoms started six months ago. The event occurred following some form of trauma. The patient was thrown from a horse twice within last six months. The patient had lost weight, gained weight, lost weight again and had current medical condition of crohns disease. The patient was currently at her neurologist office waiting to be called back for her appt. The patient's symptoms had returned. The patient's bladder wasn't emptying, recurring infections that the patient couldn't get rid of, incontinence, and had to strong antibiotics to get rid of the bladder infections. The patient had slowly been working up to the incontinence over last two weeks. The patient had gained back some weight afterwards when she felt better and was eating better when she didn't have chronic infections. It was noted when you have symptoms, taking antibiotics doesn't feel good and constantly losing weight because you dont feel good. The patient had lost (B)(6). The patient's programmer got stolen back in beginning of winter and the patient wasn't worried about it because she had settings where it needed to be set and didn't need any changes with it. The settings were set perfect. When the patient went through security gate, they told her to step to the side and used a security wand. The symptoms started six months ago, but patient knew for sure something was wrong two weeks ago ((B)(6) 2013) with the incontinence. It was noted that when the patient was thrown by the horse; her healthcare provider thinks that the patient should have MRI of her left shoulder. MRI guidelines were reviewed. It was noted that the patient would get an MRI on the right side and reviewed that pts implants have ripped out of their bodies as an examples. The patient's doctor had told her that she can't have the device removed as it would be too much of a risk and if it did have to be removed it would only be the ins vs the lead. The patient was at her neurologist and she called to get implant dates. The patient needed to get a new family doctor regarding incontinence. After her post op was the last time she saw a particular doctor. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v681904, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).